Event description:
Patient had a right breast implant performed. Subsequent routine mammograms were performed two and a half years later, and again one year later. A screening MRI was also performed on the same day as the second routine mammogram, which demonstrated a "probable right intracapsular implant rupture". At patient's clinic appointment following the second mammogram and MRI, patient reported a one year history of increased drooping of the right breast as well as increasing pain in the region of the inframammary fold. Thereafter, about three weeks later, patient had the ruptured right breast implant removed and replaced with a new permanent silicone implant. It is unknown as to how or when the rupture occurred.